Event description:
Patient presented back to the physician with recurrent issues of wound dehiscence and a hematoma. Physician brought the patient into the or, irrigated the ipg pocket, resecured the ipg, and closed.

Event description:
Patient presented to the emergency department with bruising at the chest incision site and wound dehiscence. On examination, a hematoma was identified. ER physician closed the incision, observed fluid discharge during closure, obtained cultures, and prescribed antibiotics. At a follow-up appointment, the patient showed improvement, and the culture results returned negative.